Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) : the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that while attempting to position the left ventricular lead in the large posterior-lateral vein, diaphramatic stimulation occurred. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.